Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for chronic low back pain and spinal pain. It was reported the patient was getting poor communication. The patient said he cannot get it to work. The patient was trying to charge last night, he was moving it around and it was not giving the same signals it used to. The patient described poor communication with the patient programmer and reposition antenna with the recharger. The patient said he was trying to use it because, while he was getting dressed after a massage on the day prior to the report, he felt something snap in his back and it was killing him all night. The patient reported he was able to communicate with the recharger. The last time the patient felt stimulation was unknown, as the patient does not use it as much. The last successful charge session was unknown. The reason for not charging was memory and medication issues due to his head trauma accident prior to his ins implant. The last charging session was more than one to three months ago. The patient was redirected to his healthcare provider to address the potential overdischarge. The importance of keeping the ins charged to maintain therapy was reviewed. The patient tries to balance his baseline pain with the ins and medication. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient had last charged their device maybe a week prior. The representative thought there was an issue and was going start a physician reset mode but once the representative started the 60-minute time, the battery popped up and started to charge like it wasn¿t overdischarged. It may have been on the cusp of an overdischarge. The patient charged fully, and they were able to communicate with the battery and had not had any other issues. The patient¿s weight was unknown. The patient has not had any other issues. No further complications were reported/anticipated.